Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the physician experienced placement difficulties due to patient anatomy. It was noted that the patient had a complex anatomy and the lead kept flipping with a large space under the upper sternum. The extravascular (ev) lead was removed after five tunneling attempts and a pneumothorax was observed later after implant. A total of eight tunneling attempts were performed and the replacement lead was placed in the mid/right sternal area with stable electrical values. Hospitalization was required. No further patient complications have been reported as a result of this event.